Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned.

Event description:
A customer reported receiving an inaccurate reading on her freestyle blood glucose meter. The adc meter reading obtained was 144 mg/dl and compared to the laboratory result of 33 mg/dl. When plotting the results on a parkes error grid, the meter result fell in the "d" zone. The "d" zone result shows the difference in readings to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.